Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to dysfunction from a puncture in the balloon that resulted in recurrence of urinary incontinence for about a year. The patient previously only had a few leaks in connection to urge incontinence and small bladder capacity. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.